Event description:
Implantable pump returned to manufacturer with analysis request post implant. The report statement provided by user facility stated "pump under-infusing concluded by roller study." Follow-up with health care provider indicated that the pt was seen on 10/2000 at the office with fluid collection around the pump and lack of pain relief. It was concluded at that time that there was a possible catheter crack or a catheter disconnection. In 2000 the pump was replaced and the pt has only been seen for follow-up anesthesiologists evaluation and refill at the clinic.